Event description:
It was reported that air in line was experienced and sensor damaged.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue was found during testing. (Updated h6 event problem patient code), corrected data: updated d1 and d4, catalog number.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Event history log was reviewed and the error was found multiple times. The customer stated problem was duplicated. Air detector sensor was defective and inoperable and it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.